Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. The day after the onset of the event, the patient was hospitalized. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.